Event description:
Alleged the patient was using the intermediate siderail as support and the siderail dropped to its stored position. The patient was sitting in bed when the staff arrived into the room. No one saw if patient fell. No injury reported.

Manufacturer narrative:
The technician contacted the facility and the risk manager stated that the bed could not be inspected because it was in use. The biomed at the facility reported that they inspected the siderail and found the siderail mounting bolts were loose. The biomed staff tightened the siderail bolts to repair the bed.